Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the electrode on the tip of the lead was bent out of package, never implanted, and discarded by the hospital. A second lead was used and the issue resolved. No patient symptoms were reported.